Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis as well as vomiting, on (B)(6) 2019 with blood glucose level was 600 mg/dl at time of incident and the current blood glucose level was 248 mg/dl and treated with manual injection and intravenous fluid and insulin at hospital. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they contact their health care professional regarding the high blood glucose. Customer reports air bubbles were present along the tubing length. Customer reports insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The device will not be returned for analysis.